Manufacturer narrative:
Concomitant medical products: product ID 37085-60, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2016, product type: extension. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider via a company representative regarding a patient who was implanted with a neurostimulator for parkinson dual. It was reported that patient had the left implantable neurostostimulator (ins) battery failure. The patient "experienced periodic electric shocks in the left chest wall area creating some concern about a current leak". It also described as "severe tangling and folding of the extension lead with it coiled in on itself many times. It was wrapped around the larger component of the extension lead," and "possible compromise of the insulation though with careful inspection under magnification, no clear rent could be detected". The patient had device replaced on (B)(6) 2015.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.